Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that when inserting the pedicle probe into the t2 pedicle, the tip of the probe broke off from the instrument approximately 40 mm up the shaft. The broken portion of the probe was retrieved and there were no adverse consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no related complaints for issues of this nature, 12 months to date suggesting that this is an isolated event. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. Device not returned.